Manufacturer narrative:
The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Manufacturer narrative:
Additional information: h6. See attached for supplier evaluation.

Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 06/20/2022, it was reported by a sales representative via sems that an ar-6485 synergy cw4 arthroscopy pump had an issue, the lever to the door wouldn't keep it closed, so there was a door open fault like every ten seconds. This was discovered during use with no impact to the patient.